Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer's blood glucose levels ranged from 62 to 428 mg/dl. Customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Insulin finally exited from tubing with manual plunger push. Customer declined to troubleshoot for high and blood glucose levels. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.